Manufacturer narrative:
Recommendations of explantation have been sent on 26 september 2024. The DHR review shows that the subject lead met all the requirements of the specification at final inspection.

Event description:
Reportedly, the patient was implanted some years ago with a kora 250 dr, combined with two medtronic leads (a & v). During a follow-up last week, the physician decided to replace the pacemaker due to the end of life of the battery. The physician also stated that ventricular lead had a high pacing threshold (over 5v / 1ms). During the same intervention, she decided to add another ventricular lead to replace the previous one. Therefore, on (B)(6), she replaced the kora 250dr for an eno dr, and added a 2nd right ventricular lead, vega r58 at the heart apex. During the intervention, all psa tests were performed successfully and gave good results (unipolar pacing threshold < 1v, sensing at 10mv, impedance around 450 ohms). The following evening, before leaving the hospital, the physician controlled the pacemaker and noted an elevated stimulation threshold (over 5v/1ms for both uni/bi vectors) for the new implanted lead (ventricular vega r58). Other parameters were similar to the day before. She decided to take back the patient to operating room in order to put the lead back to its initial position (she tough the lead could have moved a little). Therefore, on (B)(6), during the second intervention, she put the lead in another area (more septal, see photos) and did every psa tests. Once again, every parameters were fine, including the pacing threshold, so she ended the intervention. This morning on (B)(6), the same thing happened: during the follow-up, the physician noted that the pacing threshold increased to 3,25v/1ms in bipolar and it was not possible to measure it in unipolar. That's where she called us. - we discussed the possibility of a perforating lead (allowing to stimulate in bipolar but no in unipolar), but she checked with ultrasound and there is no sign of that. - using x-rays, we can see that the lead is indeed in the ventricule and no in the coronary sinus. - furthermore, x-rays show that the lead-caps connection is properly plugged in. I went to the hospital to perform every test I could by myself and I extracted all patient + expert files for you to analyse. (Kora 250 dr + eno dr, implantation and follow-ups) we would like to understand why this happens because everything seems well-done by the physician and yet, the patient has a malfunctioning lead.

Manufacturer narrative:
The review of provided data confirmed the reported high pacing thresholds the day after the implantation leading to the lead repositioning and again the day post re-positioning of the subject lead. The manufacturing process as well as device history records show that the subject lead has been manufactured and delivered to the field following all applicable procedures. Based on available data, a micro-dislodgement of the subject lead on (B)(6) 2024 cannot be excluded with certainty. The repositioning of the lead on (B)(6) 2024 could have been unstable leading to the lead dislodgment on (B)(6) because of tissues stuck in the screw. Lead (micro-) dislodgement likely may have occurred due to external factor, such as patient physiology, or physician preferred implant site, etc. Lead (micro-) dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions for use and published literature. Based on available data, no issue is suspected on the subject lead. If the lead is returned, the complaint will be re-opened the lead will be investigated. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient was implanted some years ago with a kora 250 dr, combined with two medtronic leads (a & v). During a follow-up last week, the physician decided to replace the pacemaker due to the end of life of the battery. The physician also stated that ventricular lead had a high pacing threshold (over 5v / 1ms). During the same intervention, she decided to add another ventricular lead to replace the previous one. Therefore, on 16 september, she replaced the kora 250dr for an eno dr, and added a 2nd right ventricular lead, vega r58 at the heart apex. During the intervention, all psa tests were performed successfully and gave good results (unipolar pacing threshold < 1v, sensing at 10mv, impedance around 450 ohms). The following evening, before leaving the hospital, the physician controlled the pacemaker and noted an elevated stimulation threshold (over 5v/1ms for both uni/bi vectors) for the new implanted lead (ventricular vega r58). Other parameters were similar to the day before. She decided to take back the patient to operating room in order to put the lead back to its initial position (she tough the lead could have moved a little). Therefore, on 17 september, during the second intervention, she put the lead in another area (more septal, see photos) and did every psa tests. Once again, every parameters were fine, including the pacing threshold, so she ended the intervention. This morning on 18 september, the same thing happened: during the follow-up, the physician noted that the pacing threshold increased to 3,25v/1ms in bipolar and it was not possible to measure it in unipolar. That's where she called us. - we discussed the possibility of a perforating lead (allowing to stimulate in bipolar but no in unipolar), but she checked with ultrasound and there is no sign of that. - using x-rays, we can see that the lead is indeed in the ventricule and no in the coronary sinus. - furthermore, x-rays show that the lead-caps connection is properly plugged in. I went to the hospital to perform every test I could by myself and I extracted all patient + expert files for you to analyse. (Kora 250 dr + eno dr, implantation and follow-ups) we would like to understand why this happens because everything seems well-done by the physician and yet, the patient has a malfunctioning lead.